Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. Patient was under 2 years old, which is off-label usage of the device. Data was evaluated and the allegation was confirmed. Additionally, it was determined that a reportable inaccurate cgm value was present according to the parkes error grid. A probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid.  However, the data investigation found a difference in values that falls within the d zone of the parkes error grid. No injury or medical intervention was reported.